Event description:
It was reported that the caregiver observed the patient twisting the ilet charger cable, after which the charger would not power the device and no indicator light illuminated despite trying a different outlet. Customer care provided support that included remote troubleshooting and user education on third-party charging options. Investigation of this case revealed a charger malfunction consistent with a damaged or faulty charging cable or adapter, with no impact to therapy delivery. No clinical symptoms or effects and no changes in blood glucose during the event reported. Outcomes included replacement supplies shipped and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the charging accessory due to user handling.